Event description:
It was reported to medtronic minimed that the customer reported high blood glucose and the pump was not working. Also, the customer reported the pump error 53 (software error detected) alarm and the pump error 54 (hal software error detected) alarm. The customer reported a blood glucose value of 364 mg/dl. The customer reported hyperglycemia was treated with the manual injection/insulin pen. The event involved products mmt-332a, mmt-1880, and mmt-397a. Troubleshooting was performed for the pump error, and the customer was able to clear the error but was unable to complete the rewind process. Troubleshooting was partially performed for high blood glucose, and it was unknown whether the customer has been using the insulin pump system within 48 hours of the reported high blood glucose event or not. It was unknown whether the customer was used the auto mode feature at the time of the event or not. No further patient complications were reported. No product return is required for mmt-332a and mmt-397a. Mmt-1880 was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump received with a pump error 53 alarm during testing. Unable to perform the displacement test, and self test or verify pump error 54 alarm due to pump error 53 alarm. Thump and software was utilized and downloaded trace/history files properly. In further review found multiple pump error 53 on event date 12/30/2025 03:24:09.000, 12/30/2025 04:17:44.000, 12/30/2025 05:41:57.000, 12/30/2025 05:43:32, esf# : 3730112 hw, and pump error 54 on 12/30/2025 03:24:09.000, 12/30/2025 04:32:31.000, 12/30/2025 05:43:22.000 in history file due to hardware error. Pump was cut and open found no moisture damage on the electronic assembly, battery connector, vibrator, motor during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, missing display window cover, cracked case corner of belt clip rail, cracked battery tube thread, label damage. Pump was received with a pump error 53 alarm during testing and pump error 53, 54 alarms confirmed in the history file due to hardware error electronic defective. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.